Event description:
It was reported the patient was currently in the hospital with overdose symptoms following a refill where the drug dose was increased from 1300mcg/day to 1500mcg/day and given oral medication. The patient was from out of town and was being cared for in the emergency room (ER). The healthcare provider (hcp) did not believe the patient's condition was related to the pump in any way. The patient was on oral medication and had a "whole series of other problems" which was believed to have led to the symptoms. The drug concentration was decreased from 3000mcg/ml to 2000mcg/ml and the dose was also decreased. After the concentration change, no bridge bolus was programmed and the catheter was not aspirated. The pump programming was changed to reflect the new concentration and old medication was still in the pump tubing and catheter. The pump was then programmed to minimum rate mode until the patient became arousable. The patient was awake now, in horrible pain, and his tone returned. The hcp wanted to know how to get the patient to "steady state" from here. It was mentioned a dye study would be performed this week to check the catheter. The hcp decided to increase the patient's does to 800mcg/day and cancelled the current bridge bolus in progress calculated with 500mcg/day. The reporter was instructed how to program the pump back to original settings in order to start the bridge bolus with a higher daily dose. It was reported on 06-jul-2015 the patient was still having issues with tone and the hcp wanted to increase the dose. However, the patient was currently at 800mcg/day and a bolus was in progress. It was decided to increase the rate to 1200mcg/day and cancel the current bolus. A modified bridge bolus was programmed as a priming bolus with the new rate of 1200mcg/day (concentration of 3000mcg/ml). The pump was used to deliver compounded baclofen (rate: 1500mcg/day and concentration: 3000mcg/ml) at the time of the event. The pump currently contained gablofen (baclofen, rate: 1200mcg/day and concentration: 2000mcg/ml). There was a discrepancy with the reported drug dose/concentrations information. The final drug in the pump was first reported to be gablofen (2000mcg/ml), however, later information reported the drug was compounded baclofen (3000mcg/ml, which was what was used for the modified bridge bolus calculation). Further information was being conducted to obtain this information.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID 8840, product type: programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).